Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boost test was performed and passed. Relevant receiver functional tests were performed and passed. A review of the share log was perform and could not confirmed a loss of connection occurred. The allegation was not confirmed. The probable cause could not be determined. A review of the share logs was performed and found a loss of connection. The allegation was confirmed. The probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.